Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not evaluated, as it remains implanted. The results of the investigation are inconclusive. It was noted that the cava diameter 2 months after the initial implant was 31.8mm. Clot in the cava may have contributed to the cava size and the size may have contributed to this reported event. The IFU (info for use) for this device states the following: if the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc.

Event description:
It was reported that during a scheduled procedure, to remove a vena cava filter placed 2 months earlier, that it had migrated caudally, approx 1/2 vertebral length and was at a 45 degree tilt. Two of the upper arms were embedded proximally and the rest of the filter was tilted down. It was also noted that there was a large clot at the hub of the filter, that was both inside and outside of the filter. The vena cava filter had been placed prior to surgery, prophylactically, approx 2 months earlier because of a history of dvt's. Instead of removing the filter, a second vena cava filter was placed above that one, because of the clot. The pt was to be put on anti-thrombin medication. Pt is asymptomatic and there was no extravasation noted at the site where the arms were embedded. The vena cava was measured at sometime during the procedure and measured 31.8 mm. The filter remains in the pt, so no sample available.